Event description:
Livanova received a report that a lifesparc pump began making noises and stopped during support. The noisy pump was noticed by a family member of the patient and when inspected by a nurse, it was observed that the pump had completely stopped and the controller began alarming. The patient was on support for 10 days at the time of the pump stop. The entire circuit was swapped out and replaced and the issue was resolved. No harm to the patient was reported.

Manufacturer narrative:
H10. Livanova manufactures the lifesparc pump. The incident occurred in the (B)(6). There was no report of patient injury. The customer provided a photo of the pump which appears to show thrombus build up. During follow-up communication with the livanova representative, it was found that during the pump stop event, the lifesparc controller displayed a "pump stopped" error message and the system attempted to restart the pump. The secondary display lights reportedly scrolled quickly for a few seconds before the pump stop occurred. It was reported that the patient was on anticoagulants and the pump is awaiting return. Device evaluation is anticipated but has not yet begun. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10. The pump was returned to livanova for evaluation. A visual inspection was performed which identified a dark red ring of biological deposit on first barb of outlet connector and a dark red mass of biological deposit present around the rotor tip and ceramic cup. The ruby ball was found to be decoupled from inside the ceramic cup circumference. There was also some light wear/scuffing of the impeller vanes, suggests vanes contacted the upper housing inner surface when the pump was running. A functional inspection was attempted. When pump startup was initiated, the device did not pulse and no rotor motion was observed, leading to a failed startup. Further functional testing could not be performed because the device would not start. The noise reported could not be recreated or confirmed because the pump could not start or be functionally tested. However, investigation of the returned product determined that the noise and subsequent pump stop was most likely caused by a buildup of biological deposit at the pivot bearing between the ruby ball and the ceramic cup, as well as buildup on the side of the rotor assembly body. This buildup was confirmed during visual inspection of the device and its components. The patient was reported to be on anticoagulants, but act numbers were not provided. The lifesparc directions for use (cp-pit-7000-0173 rev. 8) contains the following statement about the importance of adequate anticoagulation, ¿monitor the patient using medically appropriate procedures during the period of extracorporeal blood circulation. During support, the patient¿s activated clotting time (act) should be maintained at approximately 200 seconds to help control the formation of thrombus.¿ inadequate anticoagulation may have led to thrombus formation as seen throughout the investigated device. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.